Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced glare and halos. The lens was later removed and the problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).